Event description:
Reporter alleged having discrepant blood glucose results of 300 mg/dl versus 100 mg/dl and 470 mg/dl versus 200 mg/dl when comparative testing was performed a few minutes apart on the compact plus system. Reporter stated being unable to locate all of the back to back glucose results in the system memory and has been obtaining higher readings (300-400 mg/dl) for several months. Reporter indicated he has not been experiencing any hyperglycemic symptoms during the time of receiving the higher glucose readings. No actions or treatment reported. A request was made for the return of the suspect product and replacement product was sent.